Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer contacted the technical service engineer (tse) regarding the universal surgical manipulator 1 (usm1) exhibiting multiple 32097 errors. Tse reviewed the system logs and found errors on the axes controller motor on the usm1. The procedure was completing as planned with no reported injury.